Manufacturer narrative:
Aso has evaluated unused returned product as well as retained samples of the same lot number. The results are acceptable with no defects found during testing. In addition, aso has reviewed records of biocompatibility tests and latex screening on adhesives.

Event description:
Consumer reported that tape area of the bandage caused blisters on her upper left arm.